Event description:
It was reported that the right atrial (ra) lead exhibited infinite impedance and was confirmed to be fractured. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.